Event description:
The healthcare professional reported that during an endovascular embolization procedure, the physician opened the package and took out the 150cm x 5cm prowler select plus microcatheter (606s255x / 31718182) for inspection and found the microcatheter was in good condition. When it was being delivered into the patient, it became impeded in the c5 segment of the internal carotid artery (ica) and could not advance further. The physician removed the microcatheter from the patient and found that the middle section was kinked / bent. A new microcatheter was used to complete the procedure. There was no report of any negative impact on the patient. On 17-may-2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the ophthalmic segment of the internal carotid artery with high vessel tortuosity. The microcatheter was flushed prior to being delivered into the patient¿s anatomy. Continuous flush had been maintained through the microcatheter. There was no additional damage noted on the microcatheter aside from the reported kinked / bent. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The additional information confirmed there was no negative impact on the patient and no procedure delay from the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: per new requirement from cac (cyberspace administration of china), in case complaint reporter¿s hospital is related to military, police department, military academy/institution, political party, government organ/agency or classified unit [1], the name of such employer should be desensitized and redacted prior to be transferred abroad. The account name and facility name were not allowed to be displayed in the relevant area. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31718182) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.